Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with unknown gel implants and experienced breast implant rupture on her left side. The patient underwent bilateral explantation and replacement with catalog number 3543251; serial number (B)(4) on the left side, and with catalog number 3543251; serial number (B)(4) on the right side on (B)(6) 2007.